Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming "upstream occlusion". The tubing was traced between medication reservoir and pump to ensure no kinks were present in the tubing and any clamps were open and sliding and ensured medication spike was fully inserted into medication reservoir, but the alarm persisted. The batteries were removed from the pump and replaced back in pump, but alarm returned upon power up. Then the batteries removed from the pump. The event occurred while in use with patient and no patient harm or no patient injury.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported pump was alarming "upstream occlusion". Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.